Event description:
Attempted to re-position patient and found bedding wet. Drop of IV fluid noted on IV tubing line below filter. No other fluids in bed. IV fluid ordered stat from pharmacy and IV fluid and tubing changed sterilly.